Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaints difficulty removing the guide wire from the device; however, the reported balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: balance, sion, universal ii, guide cath: hyperionspb, stent: 3.5 x 33 mm xience alpine. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat an eccentric, moderately calcified, de novo mid left anterior descending artery that was 90% stenosed. After a 3.5 x 33 mm xience alpine stent was implanted, a 4.0 x 12 mm nc traveler balloon catheter was used. During post-dilatation, the balloon was inflated at 8 or 9 atmospheres (atm) during the first inflation, but ruptured at 8 atm when it was inflated for the second time. Additionally, when the device was removed from the anatomy, it met resistance with a sion blue guide wire. The device was removed independently and was replaced with another nc traveler of a different size for post-dilatation, and the procedure was successfully completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.